Event description:
A cygnet clamp equiped with 66mm intrack inserts was used in a minimally-invasive valve case. An aortic tissue injury in the patient was discovered after completion of the valve replacement procedure. The injury was successfully repaired. The event occurred in 2003 and was reported the following day.